Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this patient has had previous inappropriate shocks due to oversensing of noisy signals in secondary sensing vector. At this time the system was reprogrammed to primary sensing vector. The patient has recently received six inappropriate shocks across two different episodes for t-wave oversensing and noisy signals. The system was initially reprogrammed to alternate sensing vector, however the device was subsequently explanted due to these inappropriate shocks. No additional adverse events were reported.